Event description:
During follow-up by a company representative, the neurologist reported that a patient had passed away. No further relevant information has been received to date. The suspect product has not been received to date.